Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation: yes'), embedded device ('migration of essure device location of device: left coil ¿ into metometrium'), device dislocation ('migration of essure device location of device: right essure unknown location/migration: yes'), device expulsion ('migration of essure device location of device: left coil ¿ into metometrium') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, menstrual disorder nos, menometrorrhagia, painful intercourse, endocervical polyp, skin neoplasm nos, bone neoplasm nos and malaise. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 for pelvic pain female. In 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psychological injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety/ psychological injury"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pelvic aera/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 4 months 7 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psychological injury"). The patient was treated with alprazolam (xanax), escitalopram oxalate (lexapro) and surgery (hysterectomy full, unilateral salpingectomy, surgical removal of left coil only, hysterectomy full, and surgical removal of left coil only,hysterectomy full,). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device dislocation, device expulsion, vaginal haemorrhage and psychological trauma outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia and abdominal pain had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously reported hysterosalpingogram and now patient claims plaintiff did not undergo essure confirmation test. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No, still right coils hasn¿t been removed. Are approximately 8 cc of red tan mucosal fragments admixed with blood clot. Left essure implant was loose and sticking into the endometrium. She received treatment for menorrhagia (heavy menstrual bleeding),general abnormal bleeding, she did not received treatment for psychological injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2009: 1. The endometrium is somewhat heterogeneous and there is suggestion of some metal reverberation artifact toward the fundus. This is of questionable significance. 2. Complex probably cystic area in the left ovary. A follow-up exam in several months would be of benefit in further evaluating this. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, vaginal hemorrhage, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: events abdominal pain, general abnormal bleeding, perforation: other added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), embedded device ('migration of essure device location of device: left coil ¿ into metometrium'), device expulsion ('migration of essure device location of device: left coil ¿ into metometrium') and device dislocation ('migration of essure device location of device: right essure unknown location') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, menstrual disorder nos, menometrorrhagia, painful intercourse, endocervical polyp, skin neoplasm nos, bone neoplasm nos and malaise. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 for pelvic pain female. In 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pelvic area/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 4 months 7 days after insertion of essure. The patient was treated with alprazolam (xanax), escitalopram oxalate (lexapro) and surgery (on (B)(6) 2009 surgical removal of left coil only and on (B)(6) 2009 surgical removal of left coil only, d and c). At the time of the report, the fallopian tube perforation, embedded device, device expulsion, device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown and the depression and anxiety had not resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously reported hysterosalpingogram and now patient claims plaintiff did not undergo essure confirmation test. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No, still right coils hasn¿t been removed. Are approximately 8 cc of red tan mucosal fragments admixed with blood clot. Left essure implant was loose and sticking into the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2009: the endometrium is somewhat heterogeneous and there is suggestion of some metal reverberation artifact toward the fundus. This is of questionable significance. Complex probably cystic area in the left ovary. A follow-up exam in several months would be of benefit in further evaluating this. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, vaginal hemorrhage, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs and mr received. Reporter information updated. Case is incident. Previously reported event physical pain is updated to physical pain/ pelvic area/ pain. New events: device expulsion , embedded device, right essure unknown location, perforation (fallopian tube(s), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish/ anxiety were added. Medical history, lab data, concomitant drugs, treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.